Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for the reported part and lot combinations. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. Complaints are monitored through monthly complaint review (reference gblw04013) in order to identify potential adverse trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a knee revision procedure one year, six months post implantation due to pain. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42522101010, persona articular surface (mc) right 10mm, lot# 65787266.